Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the staples fell out of the device. There was no patient consequence. Additional information received on 10/13/97. It was clarified by the affiliate that one staple fell out of the cartridge. Before the operation, the anvil was pulled out and then the staple fell out.

Manufacturer narrative:
Based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was confirmed that one staple was missing from the device. It could not be determined as to how or why the staple fell from the device. A vorourous tap test was performed with no anomalies noted with the staples from the device. The reported incident could not be recreated. This inquiry was originally reported as an rpo (record purpose only).